Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she resolved the problem by increasing the intensity of the stimulation. She began feeling the stimulation, but it felt like it was in a different location and slightly moved from where it was before. The patient also clarified that she was implanted for fecal incontinence, not urinary. She also needed to find a new healthcare provider (hcp) to check the device, as her previous hcp had left the area, and she had not seen a hcp in over a year.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va08ad6, implanted: (B)(6) 2013, product type: lead. Product ID: neu_pt m_prog, product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor. The consumer reported that the patient had a loss of therapy. The patient did not feel stimulation and the therapy was on. The patient reportedly recently traveled and turned the device off prior to going through the security scanner and turned it back on after that. That is when he noticed she was no longer feeling stimulation even though the device was back on. The patient was going to increase stimulation and see if that helped. The patient did have sudden return of symptoms. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.